Event description:
It was reported that the patient presented for an implant procedure. Following tightening, the hex wrench could not be removed from the atrial set screw of the pulse generator. When attempting to loosen the set screw, the screw was removed along with the wrench. The subsequent attempt to fix the set screw was unsuccessful. The device was removed and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis is normal. No anomalies were found.